Manufacturer narrative:
(B)(4). (B)(6). The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the main shaft and the cover sleeve were loose and the clamps were missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a worn loctite from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that the k-wire device was defective. During in-house engineering evaluation, it was observed that the device main shaft and the cover sleeve were loose and the clamps were missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.